Manufacturer narrative:
On (B)(6)2020, mentor received photographic evidence for the suspect medical devices. In addition, the surgeon reported that upon explanation, it was discovered that the right breast implant had a gel bleed, and that both suspect medical devices have been discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-may-2020, mentor became aware that the patient experienced bilateral grade iii capsular contracture postoperatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor failure analysis lab completed the evaluation based on photographic evidence of the suspect medical device. Photographic evidence evaluation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with two 500cc textured mentor memorygel breast implants has experienced right-sided capsular contracture (unknown grade) and possible right-sided rupture of implant, and unexplained systemic symptoms postoperatively, including brain fog, chest pain, chronic fatigue, neck pain, memory loss, hair loss, increased blood pressure, choking problems, skin rashes, sweats, ringing in ears, headaches, cramping in legs, itching and tingling sensation, shortness of breath, and low magnesium b12 injections. In addition, patient reported mushy feeling under armpits and silicone in lymph nodes. As a result, the patient underwent explantation on (b)((6) 2020. This medwatch report is for the left-sided implant.